Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.0/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports excessive vault and significant reduction of irido-corneal angles (ica). Reportedly, the lens remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).